Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported by the patient that the patient underwent a hernia repair procedure in 2009 and mesh was used. In 2012, the patient underwent an emergency colon surgery. At that time, the surgeon found the mesh was entangled in the intestine and 5 to 6 inches of intestine was removed along with as much mesh as possible. Now, ten months later, the incision won't heal. The remaining mesh needs to be removed because it is causing an infection. More surgery is required in 2013. No additional information was provided.